Event description:
It was reported that a proultra endo tip separated in a pt's tooth. The separated piece was retrieved without sequela.

Manufacturer narrative:
In this incident, a proultra tip #4 separated in a pt's tooth. Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr 803. The device is available for eval, though it has not been returned as of this report. Eval results will be submitted as they become available.